Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 429 mg/dl, 125 mg/dl, and 127 mg/dl within 5 minutes on the aviva system. She delivered 30 units of insulin based on the result of 429 mg/dl and began to feel ill with hypoglycemic symptoms. She was capable of self-treatment and no adverse event reported. The alleged product was requested for evaluation.